Event description:
The pt had a return rotator cuff. The pt was given an arthroscopic repair using arthrex instruments/the scorpion was used. This device had a disposable needle insert. During the repair, one of the inserts broke off of the scorpion devices. The surgeon was aware. The surgeon is bringing the pt in for x-ray and assessment.